Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination revealed that the device was labeled as a 1.25 micro crown device, however the device itself was a 1.50 solid crown device. When tested for functionality, glideassist mode would not function as intended. At the conclusion of the device analysis investigation, the report that glideassist mode did not function, and that the crown appeared "bulkier" than normal was confirmed. The device was mislabeled as a 1.25 micro crown with glideassist, and was assembled as a 1.50 solid crown device, without glideassist mode. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. A second oad used during this procedure was reported to csi with the same issue and was reported in MDR 3004742232-2021-00272. Csi ID: (B)(4).

Event description:
During a procedure, glideassist mode on the stealth peripheral orbital atherectomy device (oad) did not function as intended, and it was reported to csi that the crown felt "bulkier" than normal. The procedure was continued with a second oad. When the device was returned to csi and analyzed, it was determined that the oad had been assembled with a larger crown than indicated on the device labeling.